Manufacturer narrative:
(B)(4). Batch # r57c48. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that could not return blade. During the sleeve stomach weight reduction operation, after fired with abnormal weak motor sound, could not return the blade. The surgeon removed the battery and rotated for 180 degree and reinserted the battery, still could not open the jaw, used manual override lever to open the jaw. Another device was used to complete the surgery. There were no adverse consequences to the patient.